Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on march 12, 2017 with blood glucose of 33 mg/dl. The customer treated with glucagon shot and gel. The customer had symptoms such as not feeling well. The customer performed displacement test and it passed. The insulin pump will not be returned for analysis.